Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported problem was able to be duplicated. Service replaced motor assembly and that cleared up the problem. The cause of the reported issue looks to be from a normal wear. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.